Manufacturer narrative:
Concomitant medical products: product ID: bi71000488, bi71000447. A manufacturer representative went to the site to test the equipment. It was reported that the pendant was initializing system, please wait and generator had solid green vertical lines, the mobile viewing station (mvs) had a red ¿x¿. System tech services console was missing cp / generator information under the systems info tab. Cp / generator / standalone board were not powered on. Fuses were good and had correct voltage above standalone board. Could not duplicate the pendant issue but replaced as a precautionary measure. The standalone board and pendant were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system stopped working and will not power up; described it as in stand alone mode. Intermittent issues with the door open button on the pendant was also reported. No patient present.

Manufacturer narrative:
H2: additional information noted in b5. Concomitant medical products have been updated: bi31000171- lot #rev. 1 : s/n (B)(6) - lot #rev. 5 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that probable cause was that the system had a bad stand alone board.

Manufacturer narrative:
H3/h6 the isolated stand alone board was returned for analysis and they were able to confirm the reported issue. Stand alone board failed bench testing. When powered up the was no 110 a/c output, no 14.9 vdc output, fans not on and no leds were lite. No output power from stand alone board. Faulty stand alone board. B01,c02,d02 the pendent was also returned and it was noted to work per specifications. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. No functional problem found. B01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.